Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented at the hospital after receiving inappropriate therapy due to noise on the right ventricular (rv) lead. Rv lead damage was suspected. Lead replacement was anticipated. The patient is in stable condition. Additional information was requested but has not been received.